Event description:
It was reported that the compressor was shutting on and off. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the compressor was shutting on and off. The service engineer replaced the standby valve. The compressor was returned to the customer and cleared for clinical use after passed tests. The replaced part was discarded by the biomed department. A compressor that repeatedly goes to standby may not deliver enough air to the connected ventilator. If this occurs, alarms for low air supply pressure and high o2 concentration may appear. If no o2 gas is connected to the ventilator, stop of ventilation may result as a worst case scenario. As no part was returned for investigation, the root cause could not be determined.

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the compressor was shutting on and off. The service engineer replaced the standby valve. The compressor was returned to the customer and cleared for clinical use after passed tests. The replaced part was discarded by the biomed department. A compressor that repeatedly goes to standby may not deliver enough air to the connected ventilator. If this occurs, alarms for low air supply pressure and high o2 concentration may appear. If no o2 gas is connected to the ventilator, stop of ventilation may result as a worst case scenario. As no part was returned for investigation, the root cause could not be determined.

Event description:
Manufacturer ref.#: (B)(4).